Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation.(empty strip vial returned). Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results, multiple error codes and medical attention. (B)(6)-support manager, is emailing on behalf of the customer. The customer is concerned with tests results from results obtained of 126 and 142mg/dl. The product is storage location is undisclosed. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is undisclosed. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Concerns are the 126 and the 142mg/dl from the meter's memory. This was an email. The report having a patient who was presenting with signs of stroke. Testing the patient's blood glucose in the ambulance with this meter and getting a result of 126mg/dl. When they got to the emergency room, the blood glucose was re-checked with the hospital system (unknown as to what system is) and the blood glucose result was 26mg/dl for which the patient required immediate treatment for sever hypoglycemia. The date was possibly (B)(6) 2017, and there is such a result in this meter for that date. They also reported another incident with this meter where the blood glucose of the patient testes in the ambulance at 142mg/dl and then it was 32mg/dl when tested in the emergency room with the ER's blood glucose system (unknown as to which system). The date was possibly (B)(6) 2017 and there is such result in this meter for that date. This meter also has a control solution result stored , but there is no date/time and no result, only a dash line across the meter face. They complain of receiving multiple error code e0, e2,e-3, e4 and e-5 but I cannot tell if that complaint is specific to this meter. No information regarding whether the results were taken fasting on the expected blood results.